Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for surgery: sui. Concurrent procedures: total vaginal hysterectomy, excision of hydrosalpinx and hydatid of morgagni from the left fallopian tube, and cystoscopy. It was reported that following insertion the patient experienced infections, urinary problems, , recurrence, and dyspareunia. It was reported that patient had gall bladder removed in (B)(6) 2013.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent a richardson type defect directed repair of the rectocele, repair of the internal and external anal sphincters, a hegar type reconstruction of the perineal body, re-attachment of the perineal body to the recto-vaginal septum on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.